Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation. This report is to follow-up mw5118113.

Event description:
Procedure performed: open appendectomy event description: the device was plugged in and did not work during the surgeon's trial run with voyant. The surgeon stated that no energy was delivered. The surgeon opened up a [competitor] device to complete the case. Photos of the device are available. No patient injury occurred. Product is available for return. Additional information was received via email on 08jun2023 from mw5118113: "voyant device didn't work. Wasn't able to complete the energy seal." Additional information was received via email on 12jun2023 from account manager iii: no additional information can be provided. Intervention: the surgeon opened up a ligasure device to complete the case. Patient status: no patient injury occurred.

Event description:
Procedure performed: open appendectomy. Event description: the device was plugged in and did not work during the surgeon's trial run with voyant. The surgeon stated that no energy was delivered. The surgeon opened up a ligasure device to complete the case. Photos of the device are available. No patient injury occurred. Product is available for return. Additional information was received via email on 09jun2023 from mw5118113: "voyant device didn't work. Wasn't able to complete the energy seal.". Additional information was received via email on 12jun2023 from [name], account manager iii, applied medical: no additional information can be provided. Photos of the device are attached. Intervention: the surgeon opened up a ligasure device to complete the case. Patient status: no patient injury occurred.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the returned unit. However, the complainant¿s experience of non-functioning device could not be replicated or confirmed as the device passed all relevant testing. The event unit met current specifications and there were no visible non-conformances. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow up mw#5118113.